Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump's down arrow button did not respond due to corroded keypad trace. Unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to unresponsive button. Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported tha the keypad on the insulin pump was not working. Custome'r's blood glucose level at the time 257mg/dl. Customer treated high blood glucose level with a manual injection. Troubleshooting occured. Advised insulin pump would be replaced. No additional information is provided.